Event description:
It was reported that the patient received inappropriate shock for atrial fibrillation. The patient underwent atrioventricular junction ablation in (B)(6) 2015 for atrial fibrillation. No further information was available.